Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture with a 10fr sheath, using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in a moderately calcified right common femoral artery. Reportedly, when attempting to deploy the needles, resistance was felt and the needles could not be pushed through the calcified vessel wall. The needles were retracted into the device and the device was removed from the patient. A second prostar xl was placed in the vessel at slightly rotated angle. The needles were deployed and the sutures were used for hemostasis following the tavi procedure. It was felt that a small amount of bloody oozing was coming from the access site. To ensure hemostasis was successful a covered stent was placed in the right access site through an already present puncture in the left common femoral artery. The sheath was upsided to an 18fr sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar xl 10f pvs system devices have not been established in the following patient populations: patients with common femoral artery calcium which is fluoroscopically visible. Sheath: 10f, 18f; stent: fluency caver 9x40mm; heparin 5000i. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate medwatch MFR number.